Manufacturer narrative:
(B)(4). Concomitant products: the patient's medications include; finasteride, niaspan, fish oil, aspirin, metoprolol tartrate, multi-vitamin, cholestyramine 4 gm, metamucil and tamsulosin hci. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of a 5.9 cm abdominal aortic aneurysm with gore excluder aaa endoprosthesis featuring c3 delivery system. Reportedly, the patient's anatomy was normal and deemed suitable for endovascular repair. The trunk-ipsilateral leg component was reportedly positioned and deployed, without issue. It was reported following deployment of the trunk-ipsilateral leg component the physician elected to perform touch up ballooning on the proximal fixation points of the device. It was reported that during ballooning of the device, using a cook medical coda balloon catheter, the proximal aortic neck ruptured, causing blood loss (amount unknown) and a sudden drop in the patient's blood pressure (hypotension). A transfusion of blood products was administered to raise the patient's blood pressure. Intra-operative angiography showed the proximal aortic neck had ruptured during ballooning. The balloon was reportedly not overinflated, however, the balloon was reported to have been extended partially outside of the trunk-ipsilateral leg component during the ballooning. The reported cause of the rupture was the result of ballooning in the patient's native vessel. The patient was converted to an open surgical repair and the device explanted. The ruptured aorta was reconstructed with a dacron vascular graft and it was reported the patient tolerated the procedure. It was reported the device was explanted in numerous pieces and discarded by the facility, therefore, the device is not available for evaluation.